Event description:
A patient was implanted with a 7.3mm cannulated screw for a scfe about five years ago. The patient complained of discomfort and was taken back to the operation room on (B)(6) 2012, for removal. During the removal process the surgeon used a screwdriver, but the tip stripped out the head of the screw. He then tried a hollow gouge but a piece of the gouge broke off inside the patient and was retrieved. The surgeon then tried the conical extraction screw with the t-handle for quick coupling and the extraction screw stripped and the coupling bent. The surgeon finally used vice grips to get a hold of the screw and removed it. After the procedure the sales consultant went to spd to retrieve the instruments and the screw. Spd did not have the items and it is possible they were discarded. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.